Event description:
Customer reported that a patient presented with a recurrent hernia at an unspecified time, following an inital ventral hernia repair. The patient was returned to surgery for a repair. The surgeon reports that there was a hole in the mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a will be submitted accordingly.